Manufacturer narrative:
Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occurred in the lower battery pack between the cells and printed circuit board. There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation.

Event description:
It was reported that the battery was sitting on the charging cradle and had melted together causing them both to be unusable. There was no report of injuries, patient or user involvement, and no impact to patient care.